Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump's date/time had possibly reset to "2007". The reporter also indicated that the patient's blood glucose (bg) levels had been up to the "500 mg/dl" for weeks. The reporter denied that the patient developed symptoms of nausea, vomiting, or shortness of breath. She mentioned, however, that the patient was positive for ketones. The reporter claimed that the pump's time of day setting was incorrect. The pump was found to be set to am when it should have been pm. Through troubleshooting, the pump's date/time were corrected. The reporter believed that the pump's time of day setting had been incorrect for weeks. The reporter was advised to speak to the patient's health care provider (hcp) to let him know that the pump's date/time settings were incorrect and she was getting basal insulin at the wrong period(s) of time each day. No medical intervention was reported. During troubleshooting, the pump was rebooted but the date/time remained. The pump's battery was then changed and the date/time defaulted back to (B)(6) 2007, at 12:00 am. The pump was replaced. The reporter also alleged that the pump keypad button presses did not activate desired pump functions. However, the reporter admitted that the keypad was torn. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. In addition, there was no reported patient impact associated with this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unclear if the pump and/or use-error contributed to the patient's injury. The pump's date/time settings were incorrect and the reporter believed that the pump possibly switched to the default date and time. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. It is unknown if the patient and/or reporter confirmed or corrected the pump's date/time after the device supposedly reset to the default date/time. It is also unknown what actions the patient took in response to the damaged keypad issue.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.